Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review images provided stenoses in left anterior descending (lad) artery images also show the pressure wire caught within stent struts and distortion of stent. Final images show lad recrossed and new stent implanted. Journal of invasive cardiology "coronary intervention complicated by pressure wires caught within stent struts" j invasive cardiol 2017;29(9): e102-e103. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient presented with nstemi and a coronary angiography revealed disease in the lad and the mid-lcx. Pressure wire (pw) assessment was carried out on the lcx and the lad. Intervention was carried out in the lad using the pressure wire as the interventional wire that did not move throughout the procedure. Four resolute onyx drug eluting stent devices (3x12 mm, 3x8 mm, 2.5x26 mm, 2.25x12 mm) were implanted. Resistance was noted when removing the pressure wire and traction resulted in distortion and shortening of the mid-vessel stent. It was not possible to rewire the vessel and further retraction caused a fracture of the pressure wire at the pressure transducer. This was managed by the implantation of a 3.5x30 mm resolute onyx device. No patient complications are reported.